Event description:
It was reported that a patient underwent a hip revision approximately eleven days post implantation due to pain and instability. Before the procedure, an x-ray was taken which confirmed that the patient had experienced a peri-prosthetic fracture. The head and liner were removed and replaced; cables were used to provide stabilization for the fracture. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: item# 51-110080; lot# 7697433; tprlc 133 fp type1 bm so 8.0. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.